Event description:
The customer reported on 8/15 she activated a new pod and her blood glucose reading 150 mg/dl. The next morning (8/16) she woke up to bg measuring 295 mg/dl. She decided to remove the pod and notice a slight bend in the cannula.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported vent cannula or to determine whether it contributed to the reported hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.